Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Family member reported the patient's device isn't working to their satisfaction so they need to get programmed. Family member said the patient keeps falling. It was reviewed that the patient could use their patient programmer (pp) to adjust settings. Patient will follow up with their healthcare provider (hcp) if they are not getting relief. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who does not have an hcp and is requesting a physician listing. During the call, they need to see an hcp to have the device reprogrammed. When asked, patient said there is a problem with the device/therapy and they want it to be stronger because it is not helping with their bowel control. When pressed for an event date, patient said it has been ongoing. When the call center attempted to clarify, the patient answered that they don't know. No further patient complications have been reported as a result of this event.